Manufacturer narrative:
Product complaint # ==> pc-(B)(4) investigation summary ==> no device associated with this report was received for examination depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 1-mar-2018. After review of the medical records for MDR reportability, the patient was implanted on (B)(6) 2015 with a right knee. She sustained a posterior dislocation in (B)(6) 2017 and had a closed reduction. She had an additional posterior dislocation and then underwent a revision of the tibial insert on (B)(6) 2017. Instability was also noted. Doi: (B)(6) 2015 dor: (B)(6) 2017 (right knee).